Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The calcified lesion was located in an unk coronary artery. The lesion was predilated with an apex balloon, and the 2.50 x 12 mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. When the device was removed outside the pt, it was noted that the distal part of the stent was flared. The procedure was completed with a different device with no pt complications. The pt condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4).